Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. Several kinks were noted in the catheter. The kinks are located approximately 38.5mm, 48.0mm, 56.1mm and 70.9mm proximal of the distal tip of the catheter. Visual inspection of the catheter revealed a torn catheter shaft lumen. The torn shaft area located approximately in the region of 12mm to 12.4mm. The torn shaft area was observed to have thermocouple wires being exposed and a green thermocouple wire was observed to be torn in half.

Event description:
The physician intended to use a closurefast catheter during procedure for treatment of the great saphenous vein. The lumen was flushed prior to use. An rfg3 was used with the catheter. The IFU was followed during preparation, procedure and post procedure. The proper temperature was reached. Local anesthesia and tumescent infiltration were utilized with transducer compression. It is reported that the catheter kinked during the procedure. The kink was located distal. The catheter broke just proximal to heating coil when in vein. It is reported that halfway through heating and pull backs, the catheter broke in half and would not pull back any further. Device broke in half but did not come detached at the coil itself. It is reported that it was difficult to remove but the sale representative instructed on the phone to pull the sheath and catheter out at the same time, and it came out. It is reported that a new catheter had to be opened to complete the procedure. Additional treatment was not required. It is reported that the vein closed and six segments were treated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.